Event description:
A caller reported encountering alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer resolved their issue by running 10.2 units of insulin through the tubing and resuming insulin administration. The case was then closed by cts after providing off-label insulin messaging, which the caller acknowledged and understood. Cts to replace pump.